Event description:
Rep reported that the stop cock closest to the pt, where the tubing connects to the sealed bag was broken or torn. The pt lost 50cc's of csf before it was caught. As a result the pt suffered neurological changes.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.